Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed that foreign material came out of the device, but the type of material and the root cause could not be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the colonovideoscope exhibited white residue on the channel. There was no patient involvement.